Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose value was 400 mg/dl at the time of the incident. Customer having challenges the needle break on skin. Customer stated that high blood glucose are being caused by scar tissue and resulting not allowing proper absorption or insertion. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that was using auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.